Event description:
It was reported by the customer that when soaking, flushing and locking the solo catheter post opening of the outer package, the customer found that liquids leaked from the lower end of the valve. An inspection revealed cracks on the catheter. After the catheter was disposed of, another new kit of catheter was unpacked in a rush to complete catheter placement in this patient. No other information provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed but the exact cause remains unknown. Two photo samples of a 4fr powerpicc solo catheter were provided for evaluation. The first image shows the catheter within a plastic bag. A split in the extension tubing appears to be present. The second image shows a closer view of the split in the extension tubing. The fracture edges appear to be jagged and uneven. Since a break in the catheter was visible in the images provided, the complaint is confirmed but the exact contributing factors remain unknown. H3 other text : evaluation findings are in section h11.

Event description:
It was reported by the customer that when soaking, flushing and locking the solo catheter post opening of the outer package, the customer found that liquids leaked from the lower end of the valve. An inspection revealed cracks on the catheter. After the catheter was disposed of, another new kit of catheter was unpacked in a rush to complete catheter placement in this patient. No other information provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.